Manufacturer narrative:
Based on available information this product is suspected to be a non-genuine oral-b product. Return of product has been requested. Product and production code / lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Chipped right front tooth [tooth fracture] sensitive right front tooth [sensitivity of teeth] chipped tooth when the brushhead broke in mouth [injury associated with device] metal bit fell off the brush head/oral-b precision clean brushhead broke in mouth [device breakage] case description: a (B)(6) female consumer provided a spontaneous report via phone on (B)(6) 2017 that she used oral b power oral care refills precision clean beginning on an unknown date for 3 weeks and the metal bit fell off the brush head. Treatment details: unknown. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No adverse event was reported. No further information was provided. On 03-oct-2017 consumer follow-up received: the consumer reported that she used oral b power oral care refills precision clean twice daily beginning on an unknown date, and on (B)(6) 2017 the brush head broke in her mouth and chipped her right front tooth, causing that tooth to become sensitive. She stated that she has been eating and drinking normally but will have to pay for dental treatment. Product use was discontinued on (B)(6) 2017. The consumer stated that she had used the exact version of the product previously. No medical attention/advice was sought. The case outcome was not recovered/not resolved. No further information was provided.